Event description:
It was reported that the system 6 dual trigger rotary had metal shavings coming off of the handpiece during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 6 dual trigger rotary had metal shavings coming off of the handpiece during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, metal shavings, was not duplicated and no failures were confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. The device was not repaired, but returned to the customer.